Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy the blade was shedding in the joint. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the used blade showed the seal is missing from the adapter body. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip with corresponding abrasion on the inner blade. The teeth of the inner blade show wear. The outer blade is bent slightly. The two unused blades were dimensionally inspected and found to meet print specifications. Functional inspection was performed and the inner blades rotated freely within the outer blade, no friction was felt in the unloaded condition. The shedding exhibited in the used blade is likely due to excessive side-loading which caused a misalignment with the inner and outer blade resulting in shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.